Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with foreign matter. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device had reduced angulation, a bending section cover adhesive gap, a deformed insertion tube, a cracked objective lens, a damaged distal end/insertion section and a nozzle clogged with debris. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a release problem with the evis exera iii gastrointestinal videoscope. During the inspection and testing of the returned device, the nozzle was ¿clogged¿ and attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.